Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a disrupt-af study that the patient experienced a stroke one day post pulsed field ablation (pfa) procedure. It was further reported that the stroke observed was an acute ischemic stroke. The stroke was detected through an MRI scan. The patient exhibited slurred speech and facial asymmetry. Treatment included aspirin and anticoagulation. After stabilization, the patient was discharged home on (B)(6) 2025. The patient had a history of hypertension and diabetes, either of which could have contributed to the adverse event. The device is not expected to return for analysis as it was disposed, therefore the lot number is not available.

Event description:
It was reported in a disrupt-af study that the patient experienced a stroke one day post pulsed field ablation (pfa) procedure. It was further reported that the stroke observed was an acute ischemic stroke. The stroke was detected through an MRI scan. The patient exhibited slurred speech and facial asymmetry. Treatment included aspirin and anticoagulation. After stabilization, the patient was discharged home on (B)(6) 2025. The patient had a history of hypertension and diabetes, either of which could have contributed to the adverse event. The device is not expected to return for analysis as it was disposed, therefore the lot number is not available. It was further reported that the patient was admitted to the same hospital where the procedure took place the following day after the ablation, presenting symptoms. The patient was treated with anticoagulants (eliquis) and discharged two days later. An MRI revealed two small ischemic areas. According to the physician, the patient made a near-full speech recovery. The patient, who was part of the disrupt study, has been discharged. Intracardiac echo was used throughout the procedure to verify contact, and the patient was intubated during the procedure. The patients pre-procedure chads-vasc score was 4. A total of 86 applications were administered in the pulmonary vein isolation (pvi) and posterior wall isolation (pwi). The procedure was performed on an uninterrupted anticoagulation regimen.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and h6 device codes a2304. Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.